Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously low unconjugated estriol results generated on the access 2 immunoassay system for two pts. The pt samples were retested and the results were higher than expected. The initial erroneously low results were reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched for this event. The customer verified to their satisfaction that the system is performing as intended. A bci field service engineer (fse) did not evaluate the instrument. A definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.